Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a pericardial effusion. A pulsed field ablation (pfa) procedure was completed to treat an atrial fibrillation and atrial flutter. After performing the ablation, the physician was checking for effusion as final check and found a pericardial effusion. Pericardiocentesis was performed to treat the event. The patient was kept for observation and was successfully discharged.